Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when inserting this fogarty embolectomy catheter during an endovascular surgery, after inflating the balloon, the balloon slipped to the tip of the catheter and could not be deflated. There was a dissection of an artery and the intervention was prolonged. No further information provided. Patient demographics were unable to be obtained.

Manufacturer narrative:
Added information to section d9, h6 (type of investigation) updated section h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of " balloon slipped to the tip of the catheter and could not be deflated" was confirmed. As received, proximal windings were found to be moved and slipped towards distal side. Balloon was unable to be deflated as it was slipped distal of the inflation ports. No other visible damage was observed form catheter body. Lab findings were aligned with customer picture that also confirmed the reported issue showing the balloon still inflated. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The IFU was reviewed and it indicates "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Base on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. As part of the manufacturing process, the units go through balloon inspection, final visual and inflation inspection and the windings of the balloon are inspected. Corrected data: corrected section h6 (impact code) and h6 (clinical code).